Event description:
An sjm epic heart valve (model e100-29m, sn (B)(4)) was implanted due to mitral insufficiency and CABG. The pt was in good condition postoperatively until two and a half yrs later when mitral valve insufficiency reoccurred. The surgeon noticed the sjm epic valve was healed well but one cusp was visibly prolapsing; therefore, the valve was explanted and replaced with the same sized sjm epic valve (model e100-29m, sn (B)(4)). The pt was reported to be okay and it was reported the physician does not have a complaint with the device.